Manufacturer narrative:
No patient involved. No parts have been received by the manufacturer for evaluation. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a fusion system. It was reported that the fusion system would not power on. The medtronic representative took the sid panel off and reseated the cables into the isolation transformer. It was then noted that the power cable was extremely tight into the system. The medtronic representative loosened the locking ring to adjust the tension on the power cable on the inside of the cart and then the issue was resolved. The issue was resolved on call. No patient present at the time of event.